Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify the event that occurred? Was the device difficult to assemble (meaning the cartridge forks were difficult to join together)? If yes, were they assembled together completely prior to firing the device? Did the staples protrude from the cartridge prior to the device being fired? How was the stapling "incorrect"? Were staples malformed (unformed)? Was the staple line complete? If not, was the staple line incomplete (missing staples from the staple line)? Response: distributor has no additional information to provide about this event.

Event description:
It was reported that during a exploratory laparotomy procedure, inadequate closing, shooting of clamps prior to blade activation, resulting in incorrect stapling and discarding of the material. We inform that: the patient had no permanent damage, did not need to be hospitalized nor had his hospitalization extended due to product problems, did not have to be re-operated or had any serious damage.

Manufacturer narrative:
(B)(4). Batch # r5829t. Device evaluation summary: the analysis results found that the tlc75 device was received with no apparent damaged and with a cartridge reload loaded in the device. The cartridge reload had the proximal 32 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position. In addition, a second reload was returned. The cartridge reload (b) had the proximal 28 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position. The cartridge reloads were manually unlocked and the device was tested for functionality with the returned reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.